Event description:
It was reported that intra-op, the stimulation was detected while the device was only in contact with the skin. There was an unexpected shutdown of the device. When turned on, the device indicates that none of the electrodes are functional, even though they were. Channel 2 in the patient interface did not work when electrodes are plugged in it. They tried many times but unfortunately it didn¿t work. They didn¿t have a back up device so they didn¿t use the nim. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.